Event description:
The manufacturer was contacted regarding a rep dreamstation auto CPAP device. The patient states they have noticed grey or black particles in the water chamber. There are no allegations of patient harm or serious injury. No clinical information or medical intervention has been specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.